Manufacturer narrative:
Upon evaluation of the returned device, it was confirmed that there was no image. Cable failure and charged coupled device (ccd) failure was found. Additionally, the head stress boot had come off and was flooded, and there was a poor watertight seal. White scratches were also found. A review of the device history record confirmed that the device conformed to specifications and was shipped accordingly. The instruction manual covers the following instructions regarding preventing cable breakage: do not coil the camera cable with a diameter of less than 20 cm. The camera cable may be damaged. Never excessively pull the camera cable, but straighten it gradually when it is coiled. The camera cable could be damaged. Never excessively bend, pull, twist, coil, squeeze, or crush the camera cable. The camera cable could be damaged. Do not use excessive force when wiping the external surfaces of the camera cable. The camera cable could be damaged. Never attempt to lift the entire assembly by the camera cable while the camera head is attached to the endoscope. The camera cable could be damaged. Never use a clamp or forceps to attach the camera cable to another object. The camera cable could be damaged. In conclusion, the root cause of the event could not be determined. It was presumed that the image was not displayed due to the cable failure and ccd failure. The cause of cable and ccd failure was presumed to be that the stress boot of the cable was flooded.

Event description:
A user facility reported to olympus that the image was not displayed on the hd camera head during a therapeutic transurethral resection procedure. There was a delay while the camera head was exchanged and the procedure was then completed. Additional information regarding the impact to the patient was asked but not provided.